Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller received assistance with resetting the pump from technical support, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the caller acknowledged and understood.